Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. Approximate age of device ¿ 15 days. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Investigation summary: a direct correlation between the device and the reported supraventricular tachycardia and elevated liver function tests could not be determined through this evaluation. The heartmate 3 lvas IFU lists cardiac arrhythmia and hepatic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on the event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient was noted to have supraventricular tachycardia and the patient was started on IV amiodarone and IV digoxin of three doses. The patient was converted to oral amiodarone and remained on oral digoxin. Amiodarone was stopped (B)(6) 2018 due to elevated liver function tests. It is reported that the patient remains on oral digoxin. Patient reportedly has tachycardiac rhythm and it was unable to be determined if it was due lvad. The patient is reported to have been in sinus rhythm as of (B)(6) 2018. No additional information was reported.